Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited loss of capture on the right ventricular channel on the presenting electrogram. Technical services (ts) advised right ventricular automatic threshold tests and thresholds had been stable over the past few months. Ts noted the patient was not dependent on ventricular pacing. Ts suggested the health care professional continue to monitor at this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture on the right ventricular channel on the presenting electrogram. Technical services (ts) advised right ventricular automatic threshold tests and thresholds had been stable over the past few months. Ts noted the patient was not dependent on ventricular pacing. Ts suggested the health care professional continue to monitor at this time. Additional information provided this pacemaker was later explanted during a therapy upgrade procedure. A cardiac resynchronization therapy pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.